Event description:
A review of service data detected a reportable event. Upon servicing electrode belt sn (B)(4), the electrode belt would not properly latch with a monitor. The last pt to use this belt did not report any deficiencies.

Manufacturer narrative:
Device eval summary: device evaluation of charger/modem sn (B)(4) has been completed. The reported problem (battery charger problem) was confirmed. Upon receipt the power brick was defective. The root cause for the defective power supply brick could not be positively identified. No adverse event resulted from the defective battery charger/ modem did not report any deficiencies.